Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that the patient is experiencing stimulation of the diaphram from the left ventricular lead when sitting in certain ways. The patient has discussed the stimulation with the physician and several (reprogramming) adjustments have been made which have lessened the stimulation, but it is still present. The patient and physician discussed repositioning the lead however the patient does not want another surgical procedure. The lead remains in use. No further patient complications have been reported as a result of this event.